Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture and detachment occurred. The lesion location was in a fistula. The mustang 8.0 x 40, 75cm was inflated and on the second inflation the balloon was inflated to approximately twenty four atmospheres and ruptured. The balloon detached inside the patient and the physician had to snare it out. No part of the device was left inside the patient. A non-bsc balloon was used to complete the procedure. No other patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture and detachment occurred. The lesion location was in a fistula. The mustang 8.0 x 40, 75cm was inflated and on the second inflation the balloon was inflated to approximately twenty four atmospheres and ruptured. The balloon detached inside the patient and the physician had to snare it out. No part of the device was left inside the patient. A non-bsc balloon was used to complete the procedure. No other patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break that had occurred in the shaft at 18.1cm distal to the strain relief. An examination of the distal section of the break found that a complete balloon circumferential tear had occurred at 17mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was pulled out over the tip. An examination of both sections of the shaft, found that the shaft was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The most probable root cause classification of user / use error has been assigned as the balloon was inflated past it's rated burst pressure. (B)(4).